Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device required inspection and repair. The fse evaluated the device onsite and found that it was not charging. However, the customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). According to service bulletin sb86100166d, the m4735a heartstart xl portable defibrillator/monitor was discontinued as of december 31, 2013. All options associated with this defibrillator were discontinued as of december 31, 2013. The end of support date for the device is december 31, 2018. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator required verification and repair. Additional information has been requested. There was no reported patient impact or injury.